Event description:
It was noted that the patient¿s right ventricular (rv) lead exhibited an elevated capture threshold, resulting in loss of capture. A chest x-ray confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was discharged following the procedure.